Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow-up. The device exhibited premature depletion. A device replacement was recommended once it reaches elective replacement indicator. The patient will be followed-up monthly.